Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. Recommend bringing the patient in for further testing. The lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available regarding next steps towards event resolution. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance and were now out of range greater than 125 ohms. Recommend bringing the patient in for further testing. The lead remains in-service. No adverse patient effects were reported. Additional information received five years later reported that this rv lead exhibited continued high, out-of-range shock impedance measurements that were now greater than 200 ohms. It was noted that the patient had been lost to follow-up since 2022. Technical services (ts) discussed troubleshooting options and programming considerations, and the electrophysiology/cardiology were consulted for next steps and possible device/lead evaluation. This rv lead remains in service. No adverse patient effects were reported.